Event description:
Physician reported left implant rupture, diagnosed by MRI. The device was explanted. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on radius. A visual and microscopic analysis was performed which identified wear abrasion, creases flat and two sharp opening on radius due to a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: two sharp opening on radius due to a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left implant rupture, diagnosed by MRI. The device was explanted. Left side.